Manufacturer narrative:
The patient reports experiencing oxygen desaturation of 84%-85%, at times, when using the life 2000 device with 5l oxygen bleed in, on the low setting. Reportedly, the patient switched to 5l o2 via nasal cannula and his oxygen saturation increased over five minutes to 90%. It is noted that the patient¿s saturation also decreases with higher device settings and that the l2k device alerts (occasionally) with a pip (positive inspiratory pressure) alarm when the patient is talking, and the device has also possibly provided a low-pressure alarm (specific ¿low pressure¿ alarm is unknown). The patient is in hospice care and has a history of chronic respiratory failure, copd, malignant neoplasm of the lung, and pulmonary emphysema. The patient utilizes the life 2000 device in conjunction with a third-party vendor respironics evenflo oxygen concentrator. The patient reports that the flow ball of the concentrator reads 2l despite being set at 5l. The patient reports that on and off, while on 5l o2, not using the life 2000 device, his oxygen saturations have been 85%-90% over the past 3 weeks. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device does not monitor patient oxygen saturation levels. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. A low pip (peak inspiratory pressure) alert indicates that the patient¿s peak inspiratory pressure is below the set limit. The IFU instructs the user to ensure the nasal interface is not leaking at the patient side, switch to another active activity button, and contact their physician if the alarm persists. The life 2000 device provides multiple ¿low pressure¿ alerts (low pip, low gas), of which the IFU provides instructions for resolving the issue. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this case, the patient had significant hypoxemia as a result of decreased flow of oxygen through the system. Upon removal of the l2k and usage of oxygen via nasal cannula at 5l/min flow, the patient¿s oxygen saturation recovered as intended. It is important to note, that the patient used the same prescribed 5 l flow in both cases, but while using the l2k, the oxygen concentrator was only able to deliver 2 l/min. The ultimate cause of the reported oxygen desaturation and inability to get the prescribed oxygen flow is unknown, and likely multifactorial due to the patient's complex underlying pulmonary pathology, as the patient reported experiencing oxygen desaturation events also unrelated to the use of the device. There was no serious injury, the event was not life-threatening, and the patient recovered at home with no medical intervention required (beyond switching to the already prescribed oxygen therapy via nasal cannula). The patient was provided a device swap in his home. An inspection ruled out a malfunction of the life 2000 device. At this time, due to the inability to rule out if a system interaction/malfunction between the third-party vendor concentrator/l2k device is likely to lead to a serious injury if the event were to recur, hillrom is cautiously reporting this event. Based on this information, no further action is required.

Event description:
The patient reports experiencing oxygen desaturation of 84%-85%, at times, when using the life 2000 device with 5l oxygen bleed in, on the low setting. Reportedly, the patient switched to 5l o2 via nasal cannula and his oxygen saturation increased over five minutes to 90%. It is noted that the patient¿s saturation also decreases with higher device settings and that the l2k device alerts (occasionally) with a pip (positive inspiratory pressure) alarm when the patient is talking, and the device has also possibly provided a low-pressure alarm (specific low pressure alarm is unknown). The patient is in hospice care and has a history of chronic respiratory failure, copd, malignant neoplasm of the lung, and pulmonary emphysema. The patient utilizes the life 2000 device in conjunction with a third-party vendor respironics evenflo oxygen concentrator. The patient reports that the flow ball of the concentrator reads 2l despite being set at 5l. The patient reports that on and off, while on 5l o2, not using the life 2000 device, his oxygen saturations have been 85%-90% over the past 3 weeks. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The patient reports experiencing oxygen desaturation of 84%-85%, at times, when using the life 2000 device with 5l oxygen bleed in, on the low setting. Reportedly, the patient switched to 5l o2 via nasal cannula and his oxygen saturation increased over five minutes to 90%. It is noted that the patient¿s saturation also decreases with higher device settings and that the l2k device alerts (occasionally) with a pip (positive inspiratory pressure) alarm when the patient is talking, and the device has also possibly provided a low-pressure alarm (specific ¿low pressure¿ alarm is unknown). The patient is in hospice care and has a history of chronic respiratory failure, copd, malignant neoplasm of the lung, and pulmonary emphysema. The patient utilizes the life 2000 device in conjunction with a third-party vendor respironics evenflo oxygen concentrator. The patient reports that the flow ball of the concentrator reads 2l despite being set at 5l. The patient reports that on and off, while on 5l o2, not using the life 2000 device, his oxygen saturations have been 85%-90% over the past 3 weeks. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device does not monitor patient oxygen saturation levels. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. A low pip (peak inspiratory pressure) alert indicates that the patient¿s peak inspiratory pressure is below the set limit. The IFU instructs the user to ensure the nasal interface is not leaking at the patient side, switch to another active activity button, and contact their physician if the alarm persists. The life 2000 device provides multiple ¿low pressure¿ alerts (low pip, low gas), of which the IFU provides instructions for resolving the issue. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this case, the patient had significant hypoxemia as a result of decreased flow of oxygen through the system. Upon removal of the l2k and usage of oxygen via nasal cannula at (B)(4) flow, the patient¿s oxygen saturation recovered as intended. It is important to note, that the patient used the same prescribed 5 l flow in both cases, but while using the l2k, the oxygen concentrator was only able to deliver 2 l/min. The ultimate cause of the reported oxygen desaturation and inability to get the prescribed oxygen flow is unknown, and likely multifactorial due to the patient's complex underlying pulmonary pathology, as the patient reported experiencing oxygen desaturation events also unrelated to the use of the device. There was no serious injury, the event was not life-threatening, and the patient recovered at home with no medical intervention required (beyond switching to the already prescribed oxygen therapy via nasal cannula). The patient was provided a device swap in his home. An inspection ruled out a malfunction of the life 2000 device. At this time, due to the inability to rule out if a system interaction/malfunction between the third-party vendor concentrator/l2k device is likely to lead to a serious injury if the event were to recur, hillrom is cautiously reporting this event. Clinical evaluation revised with the receipt of additional details and re-evaluation of severity oct. 5, 2022 additional details received regarding this event report that the return of this device was requested due to the patient passing away after the initial allegation of desaturation was reported. The patient¿s death is not contributed to the initially reported event or the use of the device. The ultimate cause of the reported oxygen desaturation and inability to get the prescribed oxygen flow is unknown, and likely multifactorial due to the patient's complex underlying pulmonary pathology, as the patient reported experiencing oxygen desaturation events also unrelated to the use of the device. Although the patient¿s blood oxygen level was clinically below a normal range, the decrease was temporary, medical intervention was not required, the patient recovered at home by switching to the already prescribed oxygen therapy via nasal cannula, and there was no report of permanent impairment of body function or structure, therefore it is reasonable to conclude that no serious injury occurred. However, due to the inability to rule out if a system interaction/malfunction between the third-party vendor concentrator/l2k device is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
The patient reports experiencing oxygen desaturation of 84%-85%, at times, when using the life 2000 device with 5l oxygen bleed in, on the low setting. Reportedly, the patient switched to 5l o2 via nasal cannula and his oxygen saturation increased over five minutes to 90%. It is noted that the patient¿s saturation also decreases with higher device settings and that the l2k device alerts (occasionally) with a pip (positive inspiratory pressure) alarm when the patient is talking, and the device has also possibly provided a low-pressure alarm (specific ¿low pressure¿ alarm is unknown). The patient is in hospice care and has a history of chronic respiratory failure, copd, malignant neoplasm of the lung, and pulmonary emphysema. The patient utilizes the life 2000 device in conjunction with a third-party vendor respironics evenflo oxygen concentrator. The patient reports that the flow ball of the concentrator reads (B)(4)despite being set at (B)(4). The patient reports that on and off, while on 5l o2, not using the life 2000 device, his oxygen saturations have been 85%-90% over the past 3 weeks. This report was filed in our complaint handling system as complaint #(B)(4).